Event description:
It was reported that the radio frequency programmer head no longer worked to begin an interrogation, either it was dropped or it was twisted too badly. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) rf (radio frequency) head had no telemetry with a known good programmer. Rf head cable found out of electrical specification. It is noted the rf head does not appear to be damaged and the cable is not twisted.